Event description:
Event description guidant received information that this this pacemaker patient had fainted several times in the last week. At the clinic, upon an attempted interrogation of the device an error message 3311, came up on hte screen. The patient's heart rate was 40 beats per minute, the nurse was unsure if this was an intrinsic rate of paced, but she was not seeing any paced spikes. The nurse sent the patient to the emergency room. The devic ewas working fine at the check up 3 months ago. The battery staus at that time was 3.5 years remaining with a gas gauge displaying 50% remaining. The technical services consultant asked if there was afield representative to check the device, the nurse did not. The device is included in the insignia microcrystal failure mode 2 population.